Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision is planned due to implant instability.

Event description:
It was reported that the patient had a rotating hinge knee replacement using a legion prosthesis implanted in 2015. The patient started to experience instability due to screw loosening of the dorsal screw in 2016. This adverse event was treated with revision surgery. No further information is available.

Event description:
It was reported that the patient had a left rotating hinge knee replacement using a legion prosthesis implanted in (B)(6) 2015. The patient started to experience instability due to screw loosening of the dorsal screw in 2016. This adverse event was treated with revision surgery in (B)(6) 2026. During the revision surgery, the inlay and the screw were explanted. No further information is available.

Manufacturer narrative:
(B)(4).